Event description:
"Doctor inserted clip applier into trocar and was trying to clip an artery. When clipping, staples were "crossing" and not providing a solid clip. A new clip applier was opened and it worked fine."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.